Manufacturer narrative:
The importer received the product from the clinician. The following sections have been updated: (description) and (product available for evaluation.)

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported this patient with poor oral hygiene had inadequate bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The product was requested from the initial reporter. A follow up report will be submitted upon the receipt of the product.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported this patient with poor oral hygiene had inadequate bone quality/quantity. There were no reported patient complications.